Manufacturer narrative:
Section d9 and codes in section h6 were updated to correct codes as it was inadvertently reported incorrectly in the initial report. The investigation statement was inadvertently added to the initial report as the investigation is yes to be completed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the doctor removed impella 5.5 during insertion of durable left ventricular assist device (lvad) and noted clot on inlet and outlet. Pump was pulled out though axillary insertion site (back through graft). Not sure why they cut the pump catheter shaft. There was no hemolysis noted and flows were within normal range. Requested that pump be examined to see if there was something wrong that lead to clot formation. Patient had partial thromboplastin times (ptts ) in the 40s during some potions of her impella course. .

Manufacturer narrative:
Stroke/ thrombosis : in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. The pump passed all the post sterile inspection checks. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.